Event description:
Hospitalized as an inpatient to a hospital due to high dka. Asked customer to disconnect before trouble shooting. Trouble shooting was performed and pumnp appeared to be functioning normal.